Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm, the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports, while activating a pod. The cannula had not deployed, and the pods pink slide failed to move forward. The pod was not worn.